Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while inserting the 1.5mm cortex screw through the plate, the screw head broke off from the screw. The screw shaft was left in patient's finger. There was no adverse reaction and the patient status is reported as okay. There was not a delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation reports the device returned for inspection, only the screw head is available for investigation. The broken off portion was not returned for inspection. The received cortex screw broke approximately 1.5 mm beneath the screw head. The screw was reported to belong to article number 400.811. Due to the damage and missing threaded shaft, identification of an exact article number is not possible. The lot number is unknown what makes impossible to review the manufacturing and raw material documents. The surface of the cross-section shows the typical view of a forced rupture; no anomalies of materials structure are visible. Self-tapping tips requires careful handling. The reported breakage is possibly indicative of a mechanical overloading situation during usage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.